Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced a high blood glucose. Customer¿s blood glucose value was 407 mg/dl at the time of incident. Customer also stated that the insulin pump had an insulin flow blocked alarm. Customer had been using insulin pump system within 48 hours of reported high blood glucose. Customer was not calling back to perform a high pressure test. Customer was not insisting on pump replacement. Customer decline troubleshooting for high blood glucose. The device will not return for the analysis.